Event description:
Healthcare professional reported that approx 94 months post implant the valve was explanted due to calcification of the aortic root, the ascending aorta: dr also noted cardiomegaly. The valve was returned for analysis.